Event description:
Reported due to device/foot break. The physician attempted an arteriotomy closure with the perclose a-t (closer ak) device following an interventional procedure. Fluoroscopy was performed prior to the closure with the following results: vessel size was reported to be "big enough;" no vessel "abnormalities" noted and the site was confirmed to be in the right common femoral artery. The patient did not have scar tissue present at the site of the groin. Reportedly, there were no issues with insertion of the device; however, a cuff miss occurred. The physician experienced difficulty parking the foot and removing the device from the groin. The device was eventually removed and hemostasis was successfully achieved with a second perclose a-t device. It was noted that "part of the foot and link were missing from the first a-t (device); however, the doctor did not notice anything in the patient." The patient had no complaints of pain and had positive pulses (distal to the arteriotomy site). On an unknown date, a follow-up angiogram was performed and "no abnormality was found." This event did not prolong the patient's hospitalization. Although requested, no additonal patient information was provided.